Manufacturer narrative:
Siemens has completed an investigation of the reported event. It was reported to siemens that a patient suffered a 2nd degree burn (blister 3cm in diameter) on the right butt cheek and right thumb during a lumbar examination on the magnetom aera system. A "topical cream" was applied. Our experts analyzed the images generated during the patients' examination. The complete examination of the patient's lumbar spine lasted 27.4 min with an active scanning time of 23.7 min. No abnormality was found which would indicate a system malfunction. With the fifth measurement the first level (fl) operating mode was used. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 80% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 51.8 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33) but is a comparatively high energy dose in relation to the clinical use. The system was checked by the cse and found to be operating within specification. No hardware or software problem was found which would explain the reported burns of the patient. The location of the second degree burn on the patient's right butt cheek and right thumb is a typical indication of an rf current loop (skin to skin contact between thumb and butt cheek) as described in the magnetom aera operator manual - mr system syngo mr e11 (pages 20-21). It is recommended to follow the instructions given in the operator manual regarding correct patient positioning in order to avoid such incidents in the future.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The system was checked by a siemens service engineer and found to be operating within specification. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a patient suffered an injury during examination on the magnetom aera system. The patient suffered a second degree burn on the right buttock as well as the right thumb during a lumbar examination. A blister was observed, approximately 3 cm in diameter, and a topical cream was applied. We are unaware of any further impact to the state of health of the patient involved.